Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator, handpiece, and foot pedal. It was reported the during a central airway case there was an airway fire. The corecath tool was taken out and the fire was distinguished by pouring cold saline down the airway. The patient was currently being monitored. It was noted the corecath was discarded. It was noted there was a serious injury. Additional information from the healthcare professional via the manufacturer representative (rep) reported the patient did not experience any symptoms as a result of the event. The rep noted the "fire" was more a flash that was likely due to excess oxygen in the airway. The rep noted the patient was doing well. Additional information from the healthcare professional (hcp) via the manufacture representative (rep) reported the patient had burns, not fatal, and the burns were very superficial, this contradicts information that was previously reported that the patient had no injuries. The rep noted the interventions taken saline was flushed down the scope to treat the injuries. It was noted the patient was doing well as september 19th. The rep noted the cause of the fire was a high fi02 in a tracheal pocket that was a stump. The rep continued that right before the fire, the fi02 was at 100, but then was turned down. It was noted the patient had a tracheal stump and they believed the stump still contained a pocket where fi02 still maintained 100. It was noted the issue was not related to the generator or footswitch. It was noted the case was aborted. The rep stated the information was confirmed with the account/physician.

Manufacturer narrative:
Analysis summary: complaint not confirmed. Analysis found the footswitch passed functional testing and there were no failures found during testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.